Event description:
Caller reported tandem mobi cartridge alarm intermittently during the load process. There was no adverse impact to the customer¿s blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.